Manufacturer narrative:
(B)(6). Device evaluation: visual inspection was performed at 10x microscope magnification. Fibers/particles were observed on the cartridge related to the handling the unit in a non-sterile environment. Residue of viscoelastic solution were also observed which indicates that the unit was handled and prepared for surgical use. The small piece of particle matter could not be identified. The complaint issue reported as debris/particles could not be verified. No crack defect was observed on cartridge. Stress marks and slight deformation were observed at the cartridge tip. The complaint issue reported as tip deformed was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
As the surgeon implanted the intraocular lens (iol), he noticed via microscope that the tip of the cartridge had a deformed shaft and it began to stretch and crack as he advanced the iol through it. He also noted a small piece of particle matter which he aspirated following lens implant. There was no adverse effect on the patient. No additional information was provided to abbott medical optics.